Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the non-calcified, severely tortuous right coronary artery (rca). There were 4 lesions over a 50mm segment of the 2.5mm diameter vessel. There were five 90 degree plus turns in the vessel. There was a failed attempt at treatment of the lesions at another institution. The physician straightened out the vessel with an unspecified guide wire, completed extensive predilation and inserted 2 different non-bsc "child" support catheters. The physician then deployed two promus element monorail stents at 20-22 atms and the stents were well-apposed. However, when the physician removed the guide wire, the vessel returned to the original tortuosity, and the promus element stent placed in the distal rca prolapsed with the vessel bend. Per the physician, "when this occurred tissue prolapse was noted. Clearly, the stent conformed to the extreme tortuosity opening up cells that could no longer scaffold tissue." The patient was monitored for 2 days and discharged with no further complications.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).